Event description:
It was reported that varying pacing impedance and post-tether mode dislodgement was observed during the implant procedure. The suspected cause of the impedance issue was forward pressure and torque transfer while positioning the device. The suspected cause of the dislodgement was interference with the tv apparatus resulting in counterclockwise rotation after release. The device was retrieved and repositioned to resolve the event. The patient was in stable condition.